Manufacturer narrative:
(B)(4). The energy select switch was consumed in the service record. Based on the translated reported symptom and the part consumed, this is consistent with the device failing to power up and the energy select switch being replaced to resolve the issue. The device passed all performance assurance tests and remains at the customer site. Philips concluded this was a malfunction of the energy select switched.

Event description:
The customer reported the equipment is fully locked. There was no pt involvement.